Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event was caused by insufficient cleaning. However, the root cause could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿all channels of the endoscope, including balloon channel where existing, must be cleaned and high-level disinfection or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the following defects were found, due to a scratch on the bending section rubber, water tightness is lost, insertion guide bundle broke, due to damage on charged coupled device unit, the image has white dots, acoustic lens damaged, distal end shaved, due to a crack, light guide lens has a snag on it, light guide lens cracked, bending section rubber adhesive discolored, and connecting tube buckled. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope, had clogged in the biopsy channel. Upon inspection and testing of the customer device, foreign material was found falling out of the scope channel due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.